Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving gablofen (2000mcg/ml at 775mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that pump motor stalls and then recoveries were observed in pump logs 6 times since (B)(6) 2019 without an apparent reason. Stalls occurred on (B)(6) 2019, and the stalls had been short. The stalls were noted to have occurred when the patient was getting changed on a changing table and it was thought that they were related to the position of the pump. It was confirmed that no electromagnetic interference (emi), magnetic resonance imaging (MRI), or magnets were present during the stalls. There was a volume discrepancy at the last refill of 3ml. The pump was replaced and the issue was considered resolved at the time of report. It was noted that the pump was not stalled at the time of replacement the patient's status was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Destructive analysis of the pump determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. Analysis identified fluid/crystallized residue on the feed thru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with a electrical short. If information is provided in the future, a supplemental report will be issued.